Event description:
The hcp reported the catheter and pump were both explanted related to a spinal mass. The device system was returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.